Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported that the patient electronic unit speaker had exposed wires. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Clarifying information was received on 29jan2026 confirming that there are not any internally exposed wires based on the complaint and how the patient electronic unit speaker is designed and works. The device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined, and the results of the investigation are inconclusive.